Manufacturer narrative:
This report is submitted on april 05, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and subsequently the patient was placed under general anaesthesia and underwent skin revision during an abutment change (date not reported).